Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-04629. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; there was no abnormality in the appearance by visual inspection. The reported event was reproduced. The device is currently being inspected. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus engineer found that no endoscopic image was displayed from the sdi1 terminal of the device. The endoscopic image was normally displayed from the sdi2 terminal. The device was used in combination with the olympus video processor cv-290. It was found during installation. The olympus engineer said insulation measures were implemented. There was no report of patient injury associated with this event.